Event description:
Company representative reported on behalf of a healthcare professional the event of "ruptured prosthesis." Device status unknown. This relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.